Event description:
It was reported that prior to a regularly scheduled magnetic resonance imaging (MRI) scan, a lead safety switch to unipolar sensing due to high, out-of-range pacing impedance measurements (>2000 ohms) was noted from this right ventricular (rv) lead. Over-sensed noisy signals and high thresholds resulting in phrenic nerve stimulation was also observed. It was hypothesized the rv lead conductor had fractured. The physician decreased the sensitivity of the device and the MRI was cancelled. The device sensing mode was also reprogrammed to unipolar. The patient is pending a rv lead revision procedure to resolve the event, but despite multiple attempts, no further information was received from the field. Should additional information be provided in the future regarding the revision procedure, this record will be updated. At this time, the rv lead remains implanted and no adverse patient effects were reported.

Event description:
It was reported that prior to a regularly scheduled magnetic resonance imaging (MRI) scan, a lead safety switch to unipolar sensing due to high, out-of-range pacing impedance measurements (>2000 ohms) was noted from this right ventricular (rv) lead. Over-sensed noisy signals and high thresholds resulting in phrenic nerve stimulation was also observed. It was hypothesized the rv lead conductor had fractured. The physician decreased the sensitivity of the device and the MRI was cancelled. The patient is pending a rv lead revision procedure, but this has not yet occurred. At this time, the rv lead remains implanted and no adverse patient effects were reported.